Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift up/down switch. The system operates as intended.

Event description:
The customer reported the vertical lift is not functioning. No patient injury was reported.